Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 439, 407 and 190 mg/dl when testing was performed back to back on the compact plus system within 10 minutes. Reporter stated the customer was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. The suspect product was not returned to the MFR for eval.